Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the piston in the insulin pump was not moving when loading the reservoir. Blood glucose at the time of incident was 212 mg/dl. During troubleshooting, the customer did the rewind and she got a yellow check right away without the piston moving. The insulin pump failed the displacement test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with insulin flow block/occlusion/no delivery alarm anomaly. Pump seats immediately upon priming. Problem isolated to the motor/force sensor. Unable to perform rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test due to motor/force sensor anomaly.